Event description:
On 09/16/2024, =(B)(6) reported tocas that on 08/22/2024, dr. Experienced a capsular tear on procedure ID # (B)(6). Dr. (B)(6) reported that "the lensar portion of the procedure was uneventful with great pupil dilation. When I swung in the microscope the pupil reduced in size to about 3mm. A sudden myosis can be a sign of vitreous loss. Malyugin ring placed, and lens disassembled revealing a sectoral hole in the posterior capsule. 3 piece iol placed in the sulcus and anterior vitrectomy done."

Manufacturer narrative:
Patient movement possible contributing factor to weakened capsulorhexis. Clinical follow up: cas reviewed the importance of minimizing patient by re-educating on proper docking technique.